Manufacturer narrative:
(B)(4). D10: cat: 114700 lot: 666480 disc condyle kit w/ hexalobula. Cat: 114709 lot: 687970 6x100mm rt disc hmrl ha/pc. G2: report source - foreign- united kingdom. Reported event was confirmed by review of pictures, review of product, and radiographs. Visual examination of the returned product identified the screw connecting the condyles has fractured. The ulnar bearing is also worn down and in pieces. The ulnar and humeral stems were also returned damaged; however, they were noted to be well-fixed and difficult to remove. Dimensional analysis of the returned product, where measured, was found conforming to specifications. Review of the available radiographs identified the following: implant fracture is not confirmed. Metallic fragments both radial and ulnar to the distal humeral component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure thirteen years post implantation due to articulation failure and a fracture of the screw tip. During the revision, implant removal was described as very difficult because a screw was stuck, with strong fixation of the cementless ulna and humerus components. Attempts have been made and no further information has been provided.